Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was a reservoir leak. There was insulin outside of the reservoir. It had occurred at the bottom end or opposite side of the reservoir container. The leak was past the reservoir¿s second o-ring. There was no fluid in the battery compartment, reservoir compartment, or under the display. The customer¿s blood glucose level was 143 mg/dl. The product will be replaced and returned for analysis.